Manufacturer narrative:
We have contacted the initial rptr to request additional info and to request return of the device for eval. This MDR includes all pt, event and device info davol has received to date. Report indicates that the pt had and was treated for a recurrence, which is a known possible adverse event listed in the IFU. The report does not specify a specific product problem and no product was returned for eval, therefore, based on the currently available info, there is no indication that a failure in the device caused or contributed to the event. See MDR 1213643-2011-00056 for info related to the bard composix kugel mesh also implanted on (B)(6) 2006.

Event description:
Attorney reported: (B)(6) 2006: pt underwent surgery for repair of two incisional ventral hernias. A bard composix kugel medium oval patch and a bard ventralex medium circle were implanted to repair the hernia defects. On (B)(6) 2008: pt underwent additional surgery to repair a recurrent ventral hernia with lysis of adhesions and removal of the prior mesh. Pt has suffered and will continue to suffer physical pain. Pt was seriously and permanently injured.